Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as blisters under the electrodes with open and weeping skin. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed mupirocin ups 2% & mometasone furoate 1% for the allergic reaction. Follow up indicated that the reaction improved.